Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspections were performed on the returned device. The reported balloon rupture and separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the information provided, the reported difficulties and subsequent treatment/therapy and delay in procedure appear to be due to operational circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the calcified tibial artery. The 3.0 mm x 200 mm armada 14 balloon catheter was advanced to the lesion to be used for predilatation without resistance felt. The balloon ruptured when it was inflated once to nominal pressure. There was no resistance reported during retraction of the balloon catheter from the anatomy; however, after retraction the distal tip of the balloon catheter with some balloon material was observed to have separated and remained in the patient. The separated tip was embedded in the vessel wall using a self-expanding stent. The remainder of the catheter was retrieved using a snare device. The procedure went on an hour longer than was expected. The patient was reported to be well post-procedure. No additional information was provided.